Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). A carefusion field service engineer (fse) has inspected the device and reported that he found a loose screw on turbine muffler assembly and o-ring leakage at flow sensor connector. He replaced the o-rings and re-torqued turbine mounting screws, calibrated the blender and pressure transducers. He verified performance and the device passed all performance checks.

Event description:
The customer reported low volumes on the vela ventilator for the inhaled tidal volumes. The customer stated he performed xdcr calibrations and verified with external flow analyzer. The customer reported there was no patient involvement associated with this event.